Event description:
It was later reported by the medical examiner that the patient had passed away due to sudep and that the family has retained the vns device.

Event description:
It was reported by the neurologist that the patient had passed away. The physician did not know the cause of death and did not know the relation to vns; however, she believed the death may be sudep because they found the patient face down. The in-house programming history database was reviewed and there were no anomalies noted. The last diagnostics were performed on (B)(6) 2016, which showed and impedance value of 2144 ohms, which is within normal limits. The programming history database showed the device was checked less than a month prior to the patient's death and the device was working as intended. A battery life calculation was also performed and showed the generator had approximately 10 years remaining until neos = yes (near end of service). Attempts for additional relevant information have been unsuccessful to date.

Event description:
The physician clarified that the patient actually passed away on (B)(6) 2016. Additionally it was reported the that vns battery was full in (B)(6) 2016. Attempts for additional relevant information have been unsuccessful to date.